Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, it is alarming circuit occlusion and not delivering any breaths. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. There circuit occlusion and high ppeak alarming was the problem. This is a known issue isolated to the transducer fault and under engineer evaluation. This issue will be internally investigated within vyaire.